Manufacturer narrative:
Still under investigation.

Event description:
The patient had a renu main body extension placed in2006 to repair an endoleak due to migration of preexisting graft. Physician reviewers recommended that a renu converter be placed to better accomodate the severely angulated aortic neck, but the physician elected to place the main body extension because less of an intervention was needed to place it, which is what the patient wanted. The device was implanted without complication and a one month follow-up was performed with no endoleaks noted. The patient did not go in for a six month follow-up. At the one year follow-up, it was noted that the renu device and preexisting graft had separated and the aneurysm sac was filling. Intervention was recommended to repair the leak, but the patient declined. Soon after, the aneurysm ruptured while the patient was at home. The patient was rushed to the ER where conversion to open repair was performed. The renu device and preexisting graft were explanted and another device was sewn in. The patient survived the surgery and has since been released from the hospital. Patient's current condition is unk.